Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had stopped working and the customer was not getting any insulin. Due to this, the customer was hospitalized on (B)(6) 2017 with a blood glucose level of 397 mg/dl. The customer's mother had the insulin pump but the customer was still at the hospital since the incident. The customer's mother reported that an off no power alarm was occurring at the time of the call. The customer's mother specified that they will call back with the customer to find out the cause of the hospitalization. The device will not return for analysis.